Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not power on when attempted during intervention. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on when attempted during intervention. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section h10, additional mfg narrative of the initial medwatch report indicates a third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use. Section h10, additional mfg narrative of the initial medwatch report should indicate a third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The third party service provider removed and reinstalled the device batteries, which resolved the issue. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use. A stryker customer quality engineer evaluated the device log and observed that the device experience inappropriate battery switching during the reported event. The root cause of the reported issue is likely that the device batteries were not securely latched in the battery well.